Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to insert two guidewires into the left ventricular (lv) lead lumen without success. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned without the cougar xt and zinger guidewires. A fresh cougar xt guidewire was able to be back loaded into the lead without resistance. A fresh zinger guidewire was also able to be back loaded into the lead without resistance. If information is provided in the future, a supplemental report will be issued.